Event description:
It was reported that the micl12.6 implantable collamer lens flipped upside down as the surgeon was inserting it. The lens was removed and the back up lens was successfully implanted. Two days post-op, corneal edema was noted and on (B) (6) 2010 a wound leak was observed and treated. The reporter stated the lens likely flipped over due to a user or loading error.

Manufacturer narrative:
(B) (4). Wound leak. Lens inserted upside down. (B) (4).